Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
The customer reported to baxter a clearlink continue-flo set in which a no flow occurred at the lower y-site. According to the report, the event occurred while infusing saline with a flo-gard (B)(4) pump. The set was primed per the label copy. The facility uses another clearlink continu-flo set as a piggyback that was primed, but the lowest y-site will not allow flow when connected. The nurse tried to flush using a mckesson luer locking syringe and it still would not flow. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter's quality engineering group received one sample for evaluation on (B)(4), 2010. Visual and functional tests were performed, and baxter was not able to confirm the report. Visual inspection of the sample found that all components were present, in the right position and complete. Slit visualization with a male luer lock syringe was applied to the clearlink y-sites and found the baseline slit was within specification. The returned sample passed fluid path occlusion testing, under-water pressure testing, and referee testing at 0.25 psi for 30 seconds to the activated valve y-sites. Functional testing was performed to test the general function of the product and adequacy of the directions for use, including checking the drop size delivery. The returned sample functioned as intended. Batch records were also reviewed and all release criteria were within specifications. An assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.